Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The event occurred intraoperatively during the navigate task and extended surgical time by less than an hour. It was reported that the system became unresponsive during the case and the mouse would not react. The system was rebooted, and the issue was resolved. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.